Event description:
Device malfunction: cuff miss (device #2). Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device # 1 - proglide (part # 12673-04; lot # unk), is being filed under medwatch report # 2953144-2008-01730).